Event description:
Customer alleges machine stopped delivering oxygen during a case. Patient had to be resuscitated. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.